Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the vessel sealer extend (vse) could not be closed. The customer used a backup vse instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and found to have a grip ring dislodged. This failure likely caused the grips to not open/close. The grip ring moves freely up and down grip the grip drive adapter.